Event description:
It was reported that during a sigmoid procedure, the surgeon fired the ax55b correctly and transected the bowel. When he opened the jaws of the instrument, it failed to fire the staples which left the distal section unsealed. Surgeon sutured the bowel closed until the anastomosis was completed. Surgeon quickly lifted distal stump to prevent leakage into abdominal cavity, preventing sepsis. Added approximately twenty minutes to the procedure. No pt consequence.